Manufacturer narrative:
Convatec is submitted this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Report received indicated that there was no labeling evidence of the product number, lot number and expiration date printed on individual product package. This issue was discovered on one market unit of product that was delivered to a hospital site. No patient involvement reported with this issue.